Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector at the liquid crystal display board. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, scratched case and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to rewind the insulin pump. Customer also reported a dark circle or open circle on the insulin pump. Customer's blood glucose was 107 mg/dl. The customer also reported dropping the insulin pump the day prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.